Manufacturer narrative:
Event summary: the patient data files showed eight injections were performed with catheter 2af283/6121-82 without any issues or system notices. This is a clinical issue encountered during the procedure. In conclusion, the reported (fever, st-elevation, blood in sputum/hemoptysis, sepsis, bleeding) issues cannot be confirmed through data analysis. This is a clinical issue encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018: it was further noted that the patient had a competitor transesophageal echocardiogram probe (toe) and a competitor atrial septal defect (asd) closure device placed during the cryo ablation procedure. On (B)(6) 2018: incoming information confirmed that the patient's hospitalization stay was extended. The patient was taken to surgery to identify the source and stop the bleeding.